Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and symptoms of diabetic ketoacidosis, like vomiting and thirst. The customer's blood glucose reading was 503 mg/dl at the time of the call. During the call, the mother stated that she would be taking he customer to the hospital for treatment. The mother also stated that the insulin pump was not delivering insulin or giving any alarms. The mother stated that she would be trying different infusion sets, and if that doesn't help, she'll call back to get the insulin pump replaced. Nothing further was reported.